Event description:
The facility reported a flogard infusion pump where the customer reported an unspecified problem. It is unknown when this condition occurred. There was no reported patient involvement. This had the potential to interrupt delivery. There was no report of patient injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the customer reported an unspecified problem was confirmed during product evaluation. The reported condition was determined to be a power cord issue. The root cause of the reported problem was determined to be faulty power cord. Appropriate action was taken to correct the reported problem by replacing the power cord. A service history review found that the device has not been previously sent into service for the reported condition.